Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was 250mg/dl. Troubleshooting was performed. The customer stated that he treated his blood glucose with manual injections based on the bolus wizard and the sugar level did not come down. The programming on the device was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.